Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller was with the patient on the line. Patient stated that the trial worked well, and after being implanted they began having trouble with the programs; patient reported initially finding a program that worked, but after 5¿7 days their back pain, neuropathy, and foot symptoms worsened, and they have not turning on stimulation frequently because they dislike the vibration sensation and had turned the settings down. Advised the pt that they can try switching programs. Agent redirected the pt to hcp and manufacturer representative (rep) for further assistance. *2 calls* called pt rep back and left a message to verify the event date